Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2006. Post-operatively, the pt experienced bladder injury, mesh erosion, and fistula which required multiple surgeries and caused permanent injury.

Manufacturer narrative:
Date sent to the FDA: 04/17/2009. Bladder injury occurred - mesh exposure occurred - mesh exposure occurred: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.